Manufacturer narrative:
H10/11: per good faith effort (gfe) response received 21feb2024, there was not actually an issue with the monitor. The biomedical engineer (bme) lost the service kit plugs and needed to order them for replacement. Upon further investigation, this case has been downgraded as it was confirmed that the issue was reported in error. Therefore, this complaint no longer meets reportability requirements as there was no actual fault with the device.

Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60, indicating that the monitor was black as there may have been a short in the wiring or the monitor won't stay on. It was reported that there was no patient involvement at the time the issue was discovered. The bme called technical support to report that the monitor was black as there may have been a short in the wiring or the monitor won't stay on. The remote service engineer (rse) provided the bme with the part numbers and prices of the v60 service kit plugs.